Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient  started to get diarrhea and got an infection that caused them to have to go to the hospital. After they had gotten better they started leaking more and that it was affecting their bowels. They also stated that the stimulation was causing a pulsing feeling and does not want to feel that pulsing. They mentioned that they felt it in their bowels and that it was not helping their bladder. More information received. Patient stated they were experiencing a return of symptoms. Their symptoms began returning about two weeks ago when they returned home from the hospital after having a c. Diff infection. Patient stated about two months ago, they started having massive diarrhea and was hospitalized. Patient stated they were treated for a week and was released. Patient stated when they returned home their stimulation was at 0.8 and so they increased to 1.2 where they felt a comfortable pulsating. Patient mentioned the pulsating faded away, except they now feel the pulsating in their anus when they have to make a bm. Patient stated this feeling lets them now when they need to void their bowels. Patient also confirmed now they do not have control of their bladder and that at night they will get all wet before they make it to the bathroom. Reviewed therapy expectations. Encouraged patient to keep a voiding diary and redirected back to their healthcare professional (hcp) if issues persist. Patient stated they will just make an appointment with their hcp today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.